Event description:
Information received indicates the patient was running the head of the bed down when all of a sudden the head section quickly descended to the flat position. No injury.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged malfunction.